Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms including abdominal pain, fever, and redness at the peritoneal dialysis catheter site. The patient was treated with cefepime intraperitoneally (dosage, frequency, and duration not reported) for the event. The patient was eventually discharged from the hospital and reported to be recovering from the peritonitis. Antibiotic treatment and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14b03103 and h14c05015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.